Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a broken drvn_gnd wire in the distribution node. The root cause of the broken wire is excessive force. The monitor sn (B)(4) was returned and evaluated at the distributor. Upon evaluation, the monitor was intermittently able to baseline. The cause of the inability to baseline was a defective ca board. The root cause for the defective ca board was unable to be positively identified. No adverse event resulted from the defective electrode belt or monitor.

Event description:
A us distributor reported that a patient's electrode belt sn (B)(4) and monitor sn (B)(4) were unable to baseline during a patient fitting.